Event description:
It was reported that this pacemaker exhibited device migration as pacemaker has dropped since implant and patient felt lumpy by the leads. Boston scientific technical services consultant (ts) discussed that the typical lead placement could involve coiling leads and might still be coiled. Ts further referred the patient to the following physician for any concerns. As of this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information was received which indicated that there was no record of device migration noted in any physician documentation.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no device migration noted. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this pacemaker exhibited device migration as pacemaker has dropped since implant and patient felt lumpy by the leads. Boston scientific technical services consultant (ts) discussed that the typical lead placement could involve coiling leads and might still be coiled. Ts referred the patient to the following physician for any concerns. As of this time, this pacemaker remains in service. No adverse patient effects were reported.